Manufacturer narrative:
The reported event of sensing noise could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested on the bench. No noise was observed in real-time egm. No anomalies were detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patients newly implanted cardiac resynchronization therapy device was oversensing noise during high voltage lead impedance testing resulting in the tests being aborted. These noise episodes were only noted during high voltage lead impedance testing. The device was explanted and replaced. The patients condition was stable throughout the event.